Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint.